Event description:
It was reported that an intraocular lens (iol) was removed from the patient's eye, due to the associated ora (ocular response analyzer) reading after insertion. It was noted that during the last reading of the surgery, it was discovered that a different diopter size was needed for this patient. Lens was removed from the eye with an incision enlargement. Vitrectomy was not performed. Another amo replacement lens was placed. Replacement lens information was asked but not provided. No patient complications were reported. Additionally, patient was noted to have recovered and outcome does not significantly interfere with activities of daily life. No further information has been provided.

Manufacturer narrative:
Patient date fo birth and gender - asked but unavailable (asku). (B)(4)., all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Initial report should have stated ora as optiwave refractive analysis. Populated as "no." All pertinent information available to abbott medical optics has been provided. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under microscope magnification. Lens was received cut into two (2) pieces. Visual inspection revealed surface residuals (fiber/particles) on lens, which is consistent with the lens being handled out of a sterile environment. The condition of the returned sample is most probably related to the handling and/or explant procedure. Due to the condition of the returned sample, no further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results show a pass condition. Measurement inspection quality (miq) results show lens corresponds to a 20.0 diopter measurement. Results were within specification. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.